Manufacturer narrative:
Concomitant medical products: 5086mri52 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately eight months post-implant, the patient came in for a follow-up visit, whereupon it was noted that the device was still in implant detect mode. No diagnostics had been collected since implant. Implant detect was turned off, but as the device had not subsequently been interrogated nor remote transmission sent, the reason for implant detect being left on was unclear. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to implant detect. If information is provided in the future, a supplemental report will be issued.